Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported will not stay on, which was not reproduced during evaluation. A review of the event history log identified will not stay on as improper shutdown messages. The cause was determined during visual inspection to be a depressed battery pin on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay on. There was no patient involvement. No additional information is available.